Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image displayed snow like noise during inspection prior to use with an olympus colonovideoscope. There was no patient involvement.